Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating he had a right knee replacement 5 years ago. He stated he has experienced pain a year after his replacement.